Manufacturer narrative:
Date of event: exact date unknown, event occurred sometime last month. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352700, model: sc-8352-70, serial: (B)(4), batch: 20403877.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.